Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. Additionally, clinical assessment determined that there was evidence to reasonable suggest sac growth (77.9 to 98.0mm - 20mm) occurred that was not included in the event as reported. The type ia endoleak is most likely user related due to use in hostile aortic neck anatomy (ir angulation 57°), off-label use (concomitant use of the products outside of the IFU), and cautionary product use condition of calcification and thrombus. The contributing factors for the sac growth was most likely the type ia endoleak. The procedure related harms for this complaint could not be determined. The final patient status was reported to be in stable condition and discharged to skilled nursing facility. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) months post initial procedure, two (2) palmaz stent were implanted (off- label) to successfully resolve a previously reported type 1a endoleak (2031527-2017-00347). Now, approximately two (2) years post re-intervention, the patient is symptomatic with abdominal pain and another type 1a endoleak was identified. An re-intervention is being discussed but has not been scheduled. Additionally, clinical assessment determined that there was evidence to reasonable suggest sac growth (77.9 to 98.0mm - 20mm) occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) months post initial procedure, two (2) palmaz (non- endoogix) stent were implanted (off- label) to successfully resolve a previously reported type 1a endoleak (2031527-2017-00347). Now, approximately two (2) years post re-intervention, the patient is symptomatic with abdominal pain and another type 1a endoleak was identified. An re-intervention is being discussed but has not been scheduled.